Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the bands could not detach. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was partially rolled in the handle assembly and was not secured in the handle slot when received. Visual evidence suggested that the slack on the trip wire was not removed during the device setup. The suture was intact, and it was attached to the distal loop of the tripwire. The suture hole did not have any visual damage. The ligator head was returned with six bands present and the bands were moved out of their original positions and some bands were caught under other bands, indicating that the device failed to deploy them. Additionally, some of the ligator teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, it is likely that the slack was not removed properly as mentioned in the instructions for use. The IFU states, take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit. This could cause the tripe wire to slip through the handle assembly and cause an inaccurate deployment of bands and more tension to the ligator head teeth leading to bending. The reported event was confirmed. Based on the condition and evaluation of the returned device, this problem is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the bands could not detach. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.